Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c leaked liquid through the membrane into the air filter. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the antibiotic has been mixed and the liquid is to be drawn into the syringe, and you adjust and spray some air back into the bottle, liquid leaks into the air filter part, ie the bubble is filled with antibiotics. This has happened repeatedly."

Manufacturer narrative:
H.6. Investigation: one photo received for investigation, upon visual inspection it can be confirmed that leaks are present in the filter of the protector, the filter appears oversaturated. Five retained samples from the same lot were evaluated, functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue. Lot number is unknown for injector,. Therefore lot history could not be performed, no retained samples could be analyzed. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure could then create a leak into the expansion chamber.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35c leaked liquid through the membrane into the air filter. The following information was provided by the initial reporter, translated from swedish to english: "when the antibiotic has been mixed and the liquid is to be drawn into the syringe, and you adjust and spray some air back into the bottle, liquid leaks into the air filter part, ie the bubble is filled with antibiotics. This has happened repeatedly."